Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was received with missing end cap sticker and there was no moisture damage on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 49 mg/dl. Troubleshooting for button error alarm was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer advised the insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.